Event description:
It was initially reported that five days following the index procedure, the patient was discharged. Corrected information received indicated the patient was discharged one day later.

Manufacturer narrative:
(B) (4)

Event description:
Clinical study; it was reported that following a coronary artery stenting procedure, the patient experienced a myocardial infarction (mi) and in-stent restenosis. The target lesion was located in the proximal right coronary artery (prox rca) with 65% stenosis and was 32 mm long with a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilation and placement of a 3.5 x 38 mm study stent, with 0% residual stenosis. The patient was discharged 5 days later on protocol doses of aspirin and clopidogrel. At 1339 days after the index procedure, the patient presented to the hospital after developing burning pain in the upper chest, that spread to the throat and felt like reflux. There was no other radiation and no associated shortness of breath or diaphoresis. The pain lasted approximately 30 minutes, and was resolved with oxygen. Pain did not feel like the pain of a previous mi. An ECG showed sinus rhythm, new t-wave inversion in lead iii and no acute st changes seen. A chest x-ray showed no cardiomegaly and lung fields clear. The patient was admitted to the medical ward on monitoring. Serial troponin t was elevated at 0.06 with no ECG changes. He was transferred to the ccu. Coronary angiography showed severe proximal in-stent restenosis of the previous rca stent; severe stenosis of the distal edge of the previous stent and mild lad and cx disease. Two days later, the patient under went a pci, which revealed a 70% stenosis with timi 3 flow in the mid rca. The patient was treated with balloon angioplasty and placement of a 3.5 x 28 promus stent. The post treatment diameter stenosis was 0% with timi 3 flow. A second promus (3.0 x 23 mm) was placed in the prox rca. Core lab data is not available. The patient was discharged the next day.

Event description:
(B) (4) it was reported that following a coronary artery stenting procedure, the patient experienced a myocardial infarction (mi) and in-stent restenosis. The target lesion was located in the proximal right coronary artery (prox rca) with 65% stenosis and was 32 mm long with a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilatation and placement of a 3.5 x 38 mm study stent, with 0% residual stenosis. The patient was discharged 5 days later on protocol doses of aspirin and clopidogrel. At 1339 days after the index procedure, the patient presented to the hospital after developing burning pain in the upper chest that spread to the throat and felt like reflux. There was no other radiation and no associated shortness of breath or diaphoresis. The pain lasted approximately 30 minutes and was resolved with oxygen. Pain did not feel like the pain of a previous mi. An ECG showed sinus rhythm, new t-wave inversion in lead iii and no acute st changes seen. A chest x-ray showed no cardiomegaly and lung fields clear. The patient was admitted to the medical ward on monitoring. Serial troponin t was elevated at 0.06 with no ECG changes. He was transferred to the ccu. Coronary angiography showed severe proximal in-stent restenosis of the previous rca stent; severe stenosis of the distal edge of the previous stent and mild lad and cx disease. 2 days later, the patient underwent a pci which revealed a 70% stenosis with timi 3 flow in the mid rca. The patient was treated with balloon angioplasty and placement of a 3.5 x 28 promus stent. The post treatment diameter stenosis was 0% with timi 3 flow. A second promus (3.0 x 23 mm) was placed in the prox rca. Core lab data is not available. The patient was discharged the next day. Additional information received: the patient had an inferior myocardial infarction,

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.